Event description:
Related manufacturer reference number: 9680001-2018-00138, 3008452825-2018-00312. During a pulmonary vein isolation ablation procedure a pericardial effusion occurred. During mapping of the left atrium the patient became hypotensive. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter met specifications for electrical testing, during a flow test and deflected in both directions and met specifications for curve dimensions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion cannot be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.